Event description:
The customer reported that the unit was giving low volumes. A cse performed an on site repair and determined that the cause of the problem was a leaking filter. On 11/3/97 the customer reported that this malfunction was not accompained by any ventilator alarms.